Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's paralysis symptoms have resolved and the patient has been released from rehabilitation with a "very good" prognosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced foot coldness and numbness. It was also reported the patient presented to the emergency room with leg paralysis. As a result, the scs system was explanted during which a hematoma was found. The issues resolved post-operatively. At the time of this report, the patient was in rehabilitation.